Event description:
According to staff member, noted air bubble in left-side syringe while running test in celldyne 1700, tapped it (per manufacturer's instructions)and the syringe popped loose because of apparent breakage. Lytic agent sprayed out from the broken syringe and got in staff member's eye. Immediately rinsed eye using eye wash station. Personal protective equipment (ppe) was not being worn by staff member. Upon investigation, it was noted by the biomedical engineer technician that the syringe came apart at the top of the syringe either due what technician assumes is missing adhesive or a missing press fitting. A new part (a02650) was ordered and the broken part was replaced. The staff member was evaluated by a physician and received an eye ointment. Staff member's eye rechecked by physician in follow up appointment and noted to have healed fine with no further treatment necessary.